Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: g2, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. Device inspection found image blackout during angulation adjustment. Based on the results of the investigation and previous investigations, reasonably known information suggests probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is traced to component failure. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the bronchovideoscope had a blackout. There was no harm or injury reported.

Manufacturer narrative:
E1 - complete initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.